Manufacturer narrative:
Change "initial", "30-day" to "follow-up # 1";. The manufacturer has initiated an action that was reported to the FDA under 21 usc 360i(f). The software was corrected at the foreign site where the malfunction occurred.

Event description:
Na

Event description:
The healthcare provider reported that although the highlighted b-scan in the optical coherence tomography 5-hd raster scan overlay on the reference fundus image matched the intended selection, the retinal b-scan tomogram displayed by forum viewer software v.3.2.1 for the patient was not the b-scan tomogram selected. For example, b-scan number 3 of 5 was highlighted in the fundus image but b-scan number 1 of 5 was displayed.